Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 4 mg/ml; 2.8509 and baclofen 4,000 mcg/ml; 2,8509 mcg/day via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. The date of the event was unknown. It was reported the patient experienced increased spasticity and pain. A volume discrepancy occurred. The actual residual volume was 15cc removed from the reservoir with an expected residual volume of 6cc. A dye study was performed (B)(6) 2016 and 2 cc was aspirated from the side port. The contrast study was normal. A roller study was performed and was unremarkable. The patient was to follow up with a neurosurgeon for pump replacement. The issue was not resolved. Patient status was alive with no injury. The cause of the event, date of event, medical history, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from the healthcare professional. The start date of the baclofen and dilaudid was (B)(6) 2015 and was ongoing. The baclofen and dilaudid lot# was reported as "11252015@39." At the time of the event the patient was also taking morphine sulfate ir 15mg orally three times daily as needed for breakthrough pain, tizanidine 2mg orally three times daily and coumadin. The patient did not have any known allergies. The patient's medical history included idiopathic transverse myelitis and has a history of pulmonary embolism and was on coumadin. The patient was a quadriplegic and unfortunately dealt with a great deal of muscle spasms. The patient first started to experience the reported symptoms on (B)(6) 2015. The last pump refill on (B)(6) 2015 showed an expected reservoir volume of 6.3cc and an actual reservoir volume of 15cc. On (B)(6) 2016, a rotor dye study was performed that was normal. The patient was referred to neurosurgery to have the battery replaced as eri was 8 months and battery was likely not running as it should.